Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 75116, competitor lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that there was poor sensing and an inability to sense. The lead was programmed off.

Event description:
It was reported that there was a sudden, significant rise in threshold, along with undersensing and loss of atrial capture. The event was noted to be related to the atrial lead. Reprogramming was performed and the event resolved without sequelae. The lead remains in use. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.